Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was low and was hospitalized 2 months ago. The customer¿s blood glucose level was 17mg/dl at the time of the incident. The customer reported that the pump was over delivering because the bottom of pump was missing a piece. The customer reported that the pump was loose at bottom and caused over delivery and pump was missing a piece. The customer reported that the pump was cracked. The customer was wearing the pump at time of hospitalization. The customer reported that the damage was at bottom of pump and the piece was missing which causes insulin to leak. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.